Manufacturer narrative:
Device investigation summary ¿the returned instrument was examined and the complaint condition was able to be confirmed as the distal threaded tip of the trial spacer handle was found to be broken. The trial spacer handle (389.151) is utilized within the synfix system for implant sizing. The handle is threaded into a synfix trial and inserted into the disc space with controlled and light hammering. Related drawings for the returned device were reviewed. The instrument was manufactured to the current drawing revisions, which resulted from a design change. The spindle material was changed from 440a stainless steel to custom 465 for added strength. The design, materials and finishing processes were found to be appropriate for the intended use of this device. This complaint failure could have been caused by improper technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: DHR review, part number: 389.151, lot number: 7897534, release to warehouse date: may 21, 2015, manufacturing site is synthes (B)(4) and supplied by (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the patient underwent an anterior lumbar interbody fusion surgery (alif) at l4-5. While the surgeon was inserting a synfix trial spacer at an unknown spine level, the threaded portion of the distal tip of the inner sleeve of the trial spacer handle broke off into the synfix trial spacer. An alternate instrument was available and the procedure was completed successfully. No fragments were generated and no additional medical intervention was required. The patient outcome was reported as good. This report is 1 of 1 for (B)(4).